Event description:
Medtronic received information that no com pump to xmtr-unresolved, sensor signal not found occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation. Customer reports loss of communication between pump and transmitter. Placed unit under microscope and found contamination / corrosion damage at the connector pins. Unable to perform functional test due to contamination / corrosion damage at connector pins.